Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU. It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif-xz1200 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the findings were as follows: due to a pinhole in the bending section cover, water tightness was lost, due to wear of the angle wire, bending angle in the up direction did not meet standard value, due to wear of the angle wire, the play of the up/down knob was out of standard value, the switch box had a scratch, switch #2 had a scratch, the adhesive around the light guide lens was peeled, the plastic distal end cover had a scratch, the connecting tube had discoloration and a scratch, the image guide protector had a scratch, the scope connector cover unit had a scratch, the forceps elevator lever had a scratch, the forceps elevator knob had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the scope cover had a scratch, the scope connector had a scratch, the universal cord had a scratch, the grip had a scratch, and the control unit had discoloration and a scratch. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay/lag time between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free clothes/brushes or sponges. The air/water nozzle was flushed with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the videoscope had a pinhole at the top of the snake tube and separation. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, a foreign objects were found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.